Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr2478 showed no other similar product complaint(s) from this lot number. [Mw5082704- (B)(4)].

Event description:
It was reported via medwatch, "during a midline PICC placement, the 0.018 inch guide wire from the bard powerpicc broke and unraveled in the right axillary vein of patient. The doctor then utilized a snare to retrieve the entire wire". No other information was provided.